Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product broke during the procedure. No pieces fell into the patient.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was should be investigated under manufacturing site: 3005751028. Therefore, this event is not reportable under MFR number: 0001822565 and will be reassessed under the correct MFR number (3005751028). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that the device was should be investigated under manufacturing site: 3005751028. Therefore, this event is not reportable under MFR number: 0001822565 and will be reassessed under the correct MFR number (3005751028).